Event description:
Customer reported imx beta-human chorionic gonadotropin value of 3158 miu/ml. Value was questioned by physician. Pt was redrawn and sample yielded a value of 21,000 miu/ml. The original sample was retested and yielded a value of 12,884 miu/ml, consistent with other lab results.